Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer's blood glucose value was 350 mg/dl; treated with manual injection. The customer could not continue troubleshooting; he was advised to remove the battery for 2 hours and call back. He called back later and stated that the display did not return after the two hour reset and changing the battery. Blood glucose value at the time was 130 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.